Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of two (2) clearlink system continu-flo solution sets broke at the port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a separation between the assembly of the tubing and the second y-site clearlink. It was also noted that the solvent was not applied in all the circumstance of the tubing. Dimensional testing was performed on the tubing and clearlink y-site housing and they were according to specifications. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.